Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider via a manufacturer representative reported that when they physician would attempt to change the stylet out while the lead was in the epidural needle in the epidural space if the electrodes are advanced out of the needle 1 or 2 vertebral bodies up then when the new stylet is inserted it will not insert all the way. The stylet would stop approximately 1.5 inches prior to the end of the lead. If the lead was advanced a couple of vertebral bodies in then the stylet would advance all the way to the end of the lead with little difficulty. The physician felt as if there was a little lip in the lead in the lead that the stylet can get past. It was noted that this issue seemed to happen more with green stylets. If the physician couldn't advance the stylet they would back the lead out of the epidural space and needle, change the stylet, and re-insert the lead. There were no patient symptoms reported.